Event description:
A malfunction alarm was reported on a tandem pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the malfunction code reoccurs, which they acknowledged.